Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 325 (mg/dl). Reportedly, the customer attributed their bg level to stress, as well as a tooth and sinus infection. The customer's health care provider also changed their pump settings recently. Recommendation was made to consult with a health care provider to discuss diabetes management.